Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer's wife confirmed that they have been properly rotating their infusion site. The customer's blood glucose was unknown. No additional information provided.